Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
It was reported: "digital display is missing a line. On the numbers, showing incomplete number." No consequences or impact to patient was reported.

Manufacturer narrative:
Corrected data: "date received by manufacturer" field was left blank (should have been 02/18/2018). Updated to 04/13/2018 as a result of this correction.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device failed visual inspection due to led segments on the upper digit display which did not illuminate. The device was able to obtain readings and functioned as designed during alarm conditions. Internal inspection revealed no internal circuitry damage or other defects. All blank led segments were found to function normally following measurement testing. The likely source of the reported issue was borderline faulty leds. The reported issue was duplicated. A service history record review reveals that this unit was in the field for over one (1) year with no previous issues related to this reported event, corrected data: